Manufacturer narrative:
This case was initially received via regulatory authority (anvisa, reference number: (B)(4) ) on (B)(6) 2021. The most recent information was received on 08-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2018, the patient experienced amenorrhoea ("menstruation disappeared"), lasting 4 months. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("no wish of having sex / loss libido"), menorrhagia ("menstrual bleeding for a lot of days with heavy flow"), menstrual disorder ("clots came out with menstrual blood"), alopecia ("hair loss"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness"), headache ("headache"), depression ("depression"), affective disorder ("mood disorder"), abdominal pain ("abdominal pain"), abdominal cramps ("abdominal cramping"), nausea ("nausea"), swelling ("generalized swelling"), dysmenorrhoea ("menstrual cramps"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal swelling"), musculoskeletal discomfort ("lumbar discomfort"), fatigue ("fatigue"), muscular weakness ("muscle weakness") and vulvovaginal discomfort ("vaginal discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, musculoskeletal pain, dizziness, headache, depression, affective disorder, abdominal pain, abdominal cramps, nausea, swelling, weight increased, dysmenorrhoea, vaginal haemorrhage, abdominal distension, musculoskeletal discomfort, fatigue, muscular weakness and vulvovaginal discomfort outcome was unknown, the loss of libido and alopecia had not resolved and the amenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, affective disorder, alopecia, amenorrhoea, depression, dizziness, dysmenorrhoea, fatigue, headache, loss of libido, menorrhagia, menstrual disorder, muscular weakness, musculoskeletal discomfort, musculoskeletal pain, nausea, pelvic pain, swelling, vaginal haemorrhage, vulvovaginal discomfort, weight increased and abdominal cramps to be related to essure. The reporter commented: events started 3 months after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in 2018: negative. Lot number: b02267, manufacture date: 2013-02, expiration date: 2016-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (anvisa, reference number: (B)(4)) on 04-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. B02267) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2018, the patient experienced amenorrhoea ("menstruation disappeared"), lasting 4 months. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("no wish of having sex / loss libido"), menorrhagia ("menstrual bleeding for a lot of days with heavy flow"), menstrual disorder ("clots came out with menstrual blood"), alopecia ("hair loss"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness"), headache ("headache"), depression ("depression"), affective disorder ("mood disorder"), abdominal pain ("abdominal pain"), abdominal cramps ("abdominal cramping"), nausea ("nausea"), swelling ("generalized swelling"), dysmenorrhoea ("menstrual cramps"), vaginal haemorrhage ("vaginal haemorrhage"), abdominal distension ("abdominal swelling"), musculoskeletal discomfort ("lumbar discomfort"), fatigue ("fatigue"), muscular weakness ("muscle weakness") and vulvovaginal discomfort ("vaginal discomfort") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, musculoskeletal pain, dizziness, headache, depression, affective disorder, abdominal pain, abdominal cramps, nausea, swelling, weight increased, dysmenorrhoea, vaginal haemorrhage, abdominal distension, musculoskeletal discomfort, fatigue, muscular weakness and vulvovaginal discomfort outcome was unknown, the loss of libido and alopecia had not resolved and the amenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, affective disorder, alopecia, amenorrhoea, depression, dizziness, dysmenorrhoea, fatigue, headache, loss of libido, menorrhagia, menstrual disorder, muscular weakness, musculoskeletal discomfort, musculoskeletal pain, nausea, pelvic pain, swelling, vaginal haemorrhage, vulvovaginal discomfort, weight increased and abdominal cramps to be related to essure. The reporter commented: events started 3 months after essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in 2018: negative. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.